Manufacturer narrative:
(B)(4). Catalog number 062943-001 is the international list number which meets the requirements of the similar product listed in section which is the us list number. The device involved in the event was thrown away and not returned; therefore a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date in (B)(6), patient underwent procedure for percutaneous endoscopic gastrostomy (peg)tube placement. The patient began duodopa (B)(6) 2011. The current tube was in use since (B)(6) 2016. On an unknown date the patient developed a duodenal ulcer caused by the pej. The peg-pej system was removed to ensure the healing of the duodenal lesion.